Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) migrated into the breast region. A pocket revision w as performed and no patient complications have been reported as a result of this event.